Event description:
It was reported that there was noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer performance data file (B)(4) shows undersensing in episode 6, asystole with a duration of 3.1 seconds on (B)(6) 2012. Also, there was interference or noise in egm data for episodes #5 and # 6 on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer performance data file 04100733 shows undersensing in episode 6, asystole with a duration of 3.1 seconds on (B)(4) 2012 06:36:01.